Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1512, awareness date 20-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2009. Additional information received on 11-nov-2015. Consumer reported that since essure she was diagnosed with chronic pyelonephritis, chronic pancreatitis, autonomic dysfunction, fibromyalgia, vertigo, galactorrhea, gastritis, duodenitis, gastroesophageal reflux disease, depression, anxiety, ocular migraine, nickel hypersensitivity and high blood pressure. She had surgery for carpel tunnel and cubital tunnel as well as cholecystectomy. In (B)(6) 2015, she was forced to have a hysterectomy to remove all but her ovaries, complication from that surgery left her in the hospital for over a week. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The reported medical event(s) are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced nickel hypersensitivity. She was forced to have a hysterectomy to remove all but her ovaries. This event is serious due to its medical importance and listed in the reference safety information for essure. Based on its nature and considering that allergic reactions may occur with essure therapy, a causal relationship with suspect insert cannot be excluded. Since a surgical intervention was performed, this case was regarded as incident. Additionally, other serious events (unlisted and unrelated) and non-serious events were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Follow up information received on 03-may-2016: legal claim was received for this patient; this case is considered legal case from this date forward. Essure was implanted on or about (B)(6) 2009. As a result of essure, plaintiff suffered from severe pelvic pain, incontinence, chronic infections, brain fog, and extreme bloating/fatigue. On or about (B)(6) 2015, the plaintiff had to have a hysterectomy as a result of essure. Company causality comment this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced nickel hypersensitivity and severe pelvic pain. She was forced to have a hysterectomy to remove all but her ovaries. These events are listed in the reference safety information for essure. Based on their nature and considering that allergic reactions and pelvic pain may occur with essure therapy, a causal relationship between these events and with suspect insert cannot be excluded. Since a surgical intervention was performed, this case was regarded as incident. Additionally, other serious events (unlisted and unrelated) and non-serious events were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. This case was identified during health authority website monitoring and in addition, a legal claim was received. Therefore, no active follow up will be pursued. Further information will be obtained through the litigation process.